Manufacturer narrative:
(B)(4). Device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 130 to 200 mg/dl. The blood glucose testing is performed three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (date) as a result of the meter's readings. The customer is currently taking medication and insulin to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 184 mg/dl and 173 mg/dl. The product is stored by customer according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(4). Adverse event not reported.